Event description:
It was reported that pacing failure of the left ventricular (lv) lead was noted even at maximum output. The lead appeared to have been displaced since it was anatomically difficult to fix the lead in the placement site. The lead was repositioned and remained in use. Pacing failure was again noted. Since the event had occurred twice the lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.